Event description:
It was reported that guidewire's coating peeled. The target lesion was located in a coronary artery. A 182cm choice guidewire was advanced within the patient's body and it was observed that the coating on the wire detached. The device was removed and the procedure was completed with another wire. There were no patient complications reported.